Manufacturer narrative:
Date of event: the date of the event is unknown. For this reason, the date received by manufacture has been used in this field. Results: it is unknown if a sample will be returned for evaluation. A review of the device history record revealed no irregularities for the reported lot number 4258526. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while using a bd ultra-fine ii insulin syringe, the needle broke off in the consumer's abdomen. The consumer received an x-ray and an ultrasound and states that he feels that they located it but they will not be removing it and that he, "hopes it will come out on [its] own." Additional information was not provided by the consumer.